Manufacturer narrative:
Unit received with blank display due to corroded battery tube and corroded electronic assemblies. Unable to verify interprocessor communication an error in the motor was detected by reading unexpected value from hall sensor or hardware low level failures, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump errors. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.